Event description:
An aneurx bifurcated stent graft was inserted for treatment of an abdominal aortic aneurysm in a patient in 2000. The size of the aneurx device, aneurysm size, and vessel morphology are unknown. The patient had a history of myocardial infarction and leukemia. A 3-month follow-up CT scan demonstrated no endoleak but air bubbles were present in the sac. It was reported that the patient had a duodenal fistula that led to an infection and eventually led to a rupture of the aneurysm in 2001. The patient was taken emergently to the operating room. Exploration of teh abdomen revealed an inflammatory response in the retroperineum overlying the aorta and a very large left retroperitioneal hematoma. The abdominal aortic aneurysm wall was incised. There was a foul smelling odor eminating from the aortic sac. The stent graft was easily removed (explanted) due to infection. Despite repeated attempts to obtain more information regarding this event, there is no further information available. It is reported that the patient is doing well and there is no additional clinical sequelae reported related to the complaint.